Event description:
It was reported that there was a catheter problem. The pump was turned to minimum rate. A catheter revision/replacement was planned. No patient symptoms or outcome was reported. The pump contained morphine 20mg/ml at the time of the event.

Manufacturer narrative:
(B)(4).